Event description:
On (B)(6) 2009, the pt's fiance reported that she changed the pt's infusion site this morning and the adhesive did not stick and the site fell off of his body. When the site was removed the cannula was bent and was not in the pt's skin. The infusion sites are inserted by hand and the caller stated that there is a lot of resistance during insertion and she can feel the skin "pop". No physiological effects were reported. The pt was sent an infusion site insertion device, replacement infusion sets, info on infusion site management, and adhesive dressings. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.